Event description:
Caller reported a malfunction on the pump, specifically a malfunction code 6. Despite the issue, there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer support provided the caller with information to reset the pump, and after successful troubleshooting, the pump was reset without the malfunction recurring. Customer was advised to continue use and contact support if the issue reoccurs, understanding and acknowledging the instructions given.